Event description:
It was reported an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. The customer performed a supply change to clear the alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.